Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part #: 03.114.001 lot#: h288454 (non-sterile) - 1.1 mm lcp threaded drill guide for 1.5 mm lcp plates. Quantity: 87 inspection sheet for incoming final inspection & certificate of compliance received from avalign meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: supplier - (B)(4). Packaged by : (B)(4). Manufacturing date: 27-feb-2017 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this report is for a veterinary case. There was no human patient involvement. It is reported during an unknown veterinary procedure on (B)(6) 2017, the threaded drill guide would not lock into the locking compression plate (lcp) plate hole. No surgical delay was reported. Concomitant devices reported: lcp plate (part number unknown, lot number unknown, quantity 1) this report is for one (1) drill guide this is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed. The investigation resulted in determining that the first half turn of the thread is rolled over and shut by the chamfer. Due to the analysis findings, it was determined that processing and inspection requirements were met. No further containment activities have been initiated because of these findings. A review of the DHR showed that the parts were manufactured and inspected to print specifications without nonconformance¿s. The manufacturing, quality and engineering team reviewed the suspect part. The investigation resulted in determining that the first half turn of the thread is rolled over and shut by the chamfer. This occurred when the part being was processed through a red-wheel operation to provide a uniform finish instead. The part design allows a first thread geometry to be thin which would not be maintained when processed. Regarding inspection and the cause for escape, avalign followed the defined inspections methods required by synthes. A plate indicator and thread overlay were utilized and neither method detected the thin or rolled thread condition. The part would engage in the plate and did not indicate a rolled thread. This complaint is confirmed. Product issue was escalated to appropriate team and appropriate actions have been taken to address this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.